Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to high thresholds, placement difficulty and helix issues. In addition, the physician changed the lead 5 to 6 times and attempted in implant. Subsequently, another lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to high thresholds, placement difficulty and helix issues. In addition, the physician changed the lead 5 to 6 times and attempted in implant. Subsequently, another lead was successfully implanted. No additional patient adverse effects were reported. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.